Event description:
It was reported that the patient had blurry vision in the right eye with no other neurological symptoms. A computed tomography was performed and there was no evidence of a stroke.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists other neurological events (not stroke-related) as adverse event that may be associated with the use of heartmate 3 lvas. Additionally, section 6, ¿patient care and management¿, provides information regarding anticoagulation, including recommended international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.